Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an "unable to charge" alarm from their system controller. The system controller was exchanged.

Manufacturer narrative:
Section d6a: date of implant was incorrectly provided in previous report. Date of implant is not applicable for heartmate 3 system controller. Section h1: correction. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 3 days (10aug2022, 12aug2022, 01jan2000 per time stamp). Events occurring on 01jan2000 took place when the clock was not set properly, and an exact date and time of these events could not be determined. There were no notable events related to the reported event active in the log file. The system controller underwent preliminary and functional testing and functioned as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported alarms were unable to be reproduced during testing. Additional provided information communicated on 01sep2022 stated that the alarm that displayed was a ¿battery fault¿. There was no consequence post controller exchange. There have been no further alarms. Additional provided information communicated on 08sep2022 stated that the patient exchanged their system controller on their own without informing the hospital. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller passed all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarm that displayed was a ¿battery fault¿. There was no consequence post controller exchange. There have been no further alarms. It was stated that the patient exchanged their system controller on their own without informing the hospital.